Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse made a site visit and confirmed that bottom bipolar port on the erbe generator was unable to recognize energy cables. Fse replaced the erbe generator in accordance with isi procedures. The fse tested the new erbe and confirmed that all energy ports are operational and functioning properly. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis; however, failure analysis investigation has not been completed yet. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted general umbilical hernia tapp surgical procedure, the customer reported that the bipolar energy has been intermittently not working. The customer stated that they have replaced the bipolar instrument, cords and used new cords. The issue has still persisted for some time during recent procedures. The customer observed that the bipolar connections were very loose and that "wiggling" the connection can restore bipolar energy. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The integrated electrosurgical unit (iesu) was analyzed and reported failure was confirmed. The unit was placed on an in-house system and was run in normal mode. C-84/m-b0 errors were confirmed in the error log. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.